Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the corrosion has built up on the spring arms. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard567223241c. Corrected d4 catalog # ard567236992. Getinge became aware of an issue with one of surgical lights - prismalix. It was stated the corrosion has built up on the spring arms. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, spring arms are obsolete and therefore unable to replace. Technician informed that this is up to the customer to replace the affected lights. It was established that when the event occurred, the surgical light did not meet its specification, since rust on a device can be considered as technical deficiency, and contributing factor to the reported situation. It remains unknown if the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The issue has been analyzed by the subject matter experts. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (prismalix user manual 0113103 ed3g pages 28-30), avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device (prismalix technical manual en 01132 04 page 32-37). To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages (prismalix user manual 0113103 ed3g page 31). Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided.